Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump's insulin compartment was broken and that the reservoir was falling. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip and a cracked case on the display window corners.